Event description:
Customer reported the system displays a collimator iris error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and the customer reloaded the software and calibrated the system.